Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4)

Event description:
This report is being filed after the subsequent review of the following article: altaf, e., derbyshire, n., marshall, r., (2010) case report cerebral venous sinus thrombosis following cervical disc arthroplasty. Journal bone joint surgery [br], volume 92, pages 576-578. Unither kingdom article. This article reports the case of a (B)(6) male with an eight month history of left c6 brahalgia. He had an MRI of the cervical spine that confirmed the presence of foraminal stenosis at c5-6. After a failed attempt for a nerve block of the left c6 nerve root, he underwent an anterior cervical decompression with a c5-6 disc replacement (prodisc-c, synthes international, ltd, (B)(4)). For one unidentified patient in case report w/post-op complications of: reduced power in all the muscle groups of the right lower limb. In the upper limbs, no extension of the elbow and no function in the right hand. On the eight postoperative day he had a grand mal seizure. A CT brain scan with contrast showed extensive thrombosis. This report is 1 of 1 for (B)(4). This report is for an unknown number of prodisc-c device, unknown quantity, lot number unspecified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Altaf, e., derbyshire, n., marshall, r., (2010) case report cerebral venous sinus thrombosis following cervical disc arthroplasty. Journal bone joint surgery [br], volume 92, pages 576-578. This report is for an unknown prodisc-c device/unknown quantity/unknown lot. (B)(6). (B)(4) no function in right hand, unable to extend right upper extremity. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were... If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.